Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control determined that the cause of the reported issue was that the device¿s latch shaft assembly had broken off from the upper case assembly. This prevented the device from powering on. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the lid latch on their device fell off and the device will no longer power on. There was no report of any damage to the device. There was no report of any patient use associated with the reported issue.